Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient was seen for inpatient device check while patient was in house at hospital. Upon interrogation, the patient had multiple ventricular tachycardia (vt)/ ventricular fibrillation (vf) episodes. Anti tachycardia pacing (atp) and high voltage shocks were delivered. Electrograms appeared to show electromagnetic interference on both channels. Further investigation showed that all episodes fell within a time frame wherein the patient was having surgery. No device changes were done. The patient was stable.